Event description:
It was reported that air bubbles and a leak were noted. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. There was reported difficulty aspirating bubbles from the sheath, and air was being introduced while pulling back on the syringe. Later during the procedure, a leak was seen coming from the handle where the flush side port exits. Multiple aspirations and flushes were attempted to mitigate the issue. The procedure was completed successfully with the original device without patient complications. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
B5: describe event or problem - corrected and updated with information surrounding event. Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The faradrive steerable sheath was attempted to be leak tested by purging air out of the faradrive sheath by injecting deionized water into the flush lumen port. This was unsuccessful as water was observed to leak from the handle cap. Thus, leak testing could not be performed as the sheath could not seal pressure within the flush lumen line. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path. Deionized water was injected through the flush lumen port, confirming this location to be the source of the leak.

Event description:
It was reported that air bubbles and a leak were noted. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. There was reported difficulty aspirating bubbles from the sheath, and air was being introduced while pulling back on the syringe. Later during the procedure, a leak was seen coming from the handle where the flush side port exits. Multiple aspirations and flushes were attempted to mitigate the issue. The procedure was completed successfully with the original device without patient complications. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that no abnormalities were noted during preparation. There was no damage to the luer. The method of irrigation used was a pressure bag. The flow rate was pressurized back with a 30ml per hour compression transducer. At the time of the leak, devices inside the sheath were a dilator and a farawave pfa catheter. The leak was characterized as a slow drip, with no air leak observed, but nubbles were difficult to remove during aspiration of the sheath. No air was seen in the patient.